Event description:
One eclipse homepump, model #102000, lot 0202372641 filled with cefazolin 2 grams in 0.9 percent sodium chloride 100 ml did not infuse for patient, but when brought into the infusion center to inspect, flowed for nurse.